Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to perform the fill tubing process multiple times after changing cartridges. Reportedly, the customer did not press any wrong button to initiate the issue. Tandem technical support could not verify any alarms or alerts in the pump logs. Customer's blood glucose was 153 mg/dl.